Event description:
Device 2 of 5. Reference MFR. Report: 3006705815-2018-03251. Reference MFR. Report: 3006705815-2018-03252. Reference MFR. Report: 3006705815-2018-03253. Reference MFR. Report: 1627487-2018-12809. It was reported the patient¿s wounds were red and swollen. It was discovered the patient had an infection. As a result, the patient¿s scs system was explanted.

Event description:
Device 2 of 5. Reference MFR. Report: 3006705815-2018-03251. Reference MFR. Report: 3006705815-2018-03252. Reference MFR. Report: 3006705815-2018-03253. Reference MFR. Report: 1627487-2018-12809. Follow-up information provided the patient had vancomycin and tetracycline. Infection has been resolved.